Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A doctor reported that the insulin pump is stuck during the rewind stage. The doctor stated he is using the insulin pump to disperse pain medications for a patient, which is off label use. The doctor and his patient are not medtronic customers. The call was disconnected. There was no number available for a call back. Nothing further reported.